Event description:
It was reported that, "surgeon was implanting screw and screw head sheered off. Sales rep had surgeon tap predrilled hole and same result."

Manufacturer narrative:
Device remains implanted. No eval will be performed. If additional info becomes available, it will be reported on a supplemental report.